Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the circlip wasn't in the groove of the spring arm causing the gap between the spring arm and the suspension arm. The technician put the circlip back into place. We decided to report the issue in abundance of spring arm falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The problem was reported by biomedical technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2022-06-26. Corrected h4 manufacture date: 2022-06-29. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the circlip was not in the groove of the spring arm causing the gap between the spring arm and the suspension arm. We decided to report the issue in abundance of spring arm falling off into sterile field or during procedure may cause serious injury. According to the information provided by the service technician, the device has been repaired by replacement of the circlip in the upper part of the spring arm. It was established that when the event occurred, the surgical light did not meet its specification and contributed to the event due to fault of safety circlip. There is no indication if the device was being used for patient treatment at the time when the event occurred. Comparing the install base and the number of complained devices with a similar issue to the investigated one, we conclude that the failure ratio is very low. The root cause analysis was performed by a subject matter expert and it was concluded the mechanical coupling between the spring arm and the main arm has failed because the circlip was not fully seated in its groove. The root cause is an incorrect fitting during installation or spring arm replacement during maintenance. As the issue occurred 3 months since manufacture date, it can be supposed the installation was not performed correctly. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. The mounting is critical operation and should be performed in accordance with relevant instructions. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. The correction of d4 serial # field deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6).